Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated apparent explant damage. The analyst noted the helix was found bent in the sleevehead and would not extend at time of analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant the right ventricular (rv) lead displayed high thresholds, and intermittent capture. It as noted that there had been some placement difficulty with the lead at implant. A lead revision was completed at which time the physician chose to extract and replace the lead. No patient complications have been reported as a result of this event.